Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced skin issues due to adhesive from the cleo product. The patient exhibited blistering, redness with warmth at the subcutaneous site, and edema, indicating an adhesive tape allergy. The patient had previously used cleo products about two summers ago. After starting the remodulin sq, the patient developed blistering, redness with warmth (contact dermatitis), and edema at the infusion site within one day. No actions were reported regarding the sq remodulin in relation to the dermatitis or edema. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. No device history record was reviewed since lot number was not provided.